Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain and failed back surgery syndrome. It was reported that a 375 code was seen on the recharger. The device was at normal eri and the patient was scheduled for a replacement the week following the report. The patient was still able to charge so it must have been an intermittent code. The rep called back and stated the replacement was postponed until july. The rep interrogated the device and there were high impedances > 10k on contact 9, 10, and 11. The hcp did not know if they wanted to replace the lead. The rep tried programming the right side of the lead up and down but the patient was not feeling any stimulation. The patient was programmed on the left side of the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the impedances was not d etermined. No further complications were reported.